Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt suffered a fall after which the pt experienced pain at his ipg site. Xrays were taken and indicated the ipg had migrated. The sjm representative met with the pt and a system interrogation showed the ipg to be functional and working properly. The pt requested the ipg to be replaced. The pt underwent a surgical procedure where the physician replaced the ipg and placed it deeper in the same ipg pocket.